Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, during attempted insertion of the starclose se flex guide into the sheath, the sheath kinked. No click was heard. The starclose se and the sheath were removed from the anatomy and a new sheath from a second starclose se device was inserted. The second device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Reportedly, a femoral angiogram was not performed prior to the attempted device closure and the device was used in a mildly calcified artery. The starclose instructions for use (IFU) states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion). The IFU also states: do not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). Device (B)(4) failure to follow steps, no femoral angiogram taken. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.